Event description:
The pt was revised due to osteolysis, poly wear and loosening.

Manufacturer narrative:
Examination was not possible as no product was returned. Although the root cause is undetermined. It would not be unreasonable to expect some wear after 14 years of implantation. The investigation did not identify a need for corrective action.